Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the rep called in to report a revision surgery. It was stated that the anchors were poking up or the system was uncomfortable for the patient due to loss of a lot of weight. The rep did not have any further information regarding what led up to the revision. The healthcare provider (hcp) used the same lead, left the old anchor on, and installed a new anchor. The location of the symptoms was at the lead.